Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 380 mg/dl and a correction bolus was delivered. The bg level was lowered to 280 mg/dl. The customer suspected the infusion site to be the cause of the high bg. The cartridge, infusion tubing and site were changed.